Event description:
It was reported to philips that the device was dropped and smells like smoke. There was no patient involvement.

Event description:
It was reported to philips that the device was dropped and smells like smoke. Customer never sent device in for repair. No evaluation performed. Customer exceeded time limit of 45 days to send device in for repair. Therefore current case was closed. The customer at this time is refusing service. The case can be reopened if device is sent in.